Event description:
Information received indicates the head section of the bed moved up unintentionally.

Manufacturer narrative:
The hill-rom technician found a defective switch on the right siderail. The technician replaced the siderail to repair the bed.